Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Furthermore, review of the submitted images confirmed superficial damage to the driveline; however, a specific cause for the damage could not be conclusively determined. The account submitted three photographs of the external portion of the driveline at the exit site. The first photograph showed a small tear in the outer jacket observed at the interface between the jacket material and the velour, exposing the underlying armor layer. The damage did not appear to penetrate beyond the armor layer, and there was no evidence of exposed wires. The damage appeared to be cosmetic only. The remaining photographs showed the tear repaired with surgical sutures, and rescue tape had been applied over the affected area. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists infection (local, driveline or pump pocket infection) as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." This section (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 of the IFU also lists infection as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", provide additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline"), explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the infection was treated with surgical approach and there was no sign of infection. Information regarding the admission and discharge date and symptoms/cultures identified was not provided by the customer. The plan for the driveline damage to collect log files on every outpatient appointment and visual inspection of the damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the hospital reported a driveline infection and the percutaneous lead part of the patient's driveline was damaged. The velour part of the driveline was removed during the wound care in the opertaing room. The damage was repaired with prolene and the affected area was taped. No log files were provided for analysis and no further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.